Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that recurrent angina occurred. On (B)(6) 2011, due to a positive stress test, acute coronary syndrome with electrocardiogram (ECG) changes and post st segment elevation myocardial infarction (stemi) without recurrent ischemia, the patient underwent deployment of one 3.5x16mm taxus element drug eluting stent to the proximal right coronary artery (rca). Post procedure residual stenosis was 0% with post timi grade flow of 3. The patient was discharged from the hospital on the same day. In (B)(6) 2012, the patient was randomized to clopidogrel/placebo, and received the first dose on (B)(6) 2012. In (B)(6) 2013, the patient experienced recurrent angina, 796 days following the index procedure, and an unknown time prior to last dose of study drug. The event was reported with the serious criteria of hospitalization. The conclusion was the subject had mild inferior attenuation artifact, with no evidence of inducible hypoperfusion and normal left ventricle function. The patient was to continue medical management. A perfusion scan and electrocardiograph (ECG) tests were carried out at another hospital and are not available.